Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has a loaner insulin pump and was receiving an unexpected restart alarm. Customer's blood glucose was 235 mg/dl at the time of the incident. Customer states a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. It was explained that the pump experienced an unexpected restart. Customer also had an external ram crc error alarm in the alarm history. Customer was advised to monitor the pump.